Event description:
Akaike, n., ikeda, h., tanimura, m., uezato, m., kinosada, m., kurosaki, y., <(>&<)> chin, m. (2025). Sticking after detachment procedure of coil with floating detachment link with ball joint due to excessively bent junction: a case report and a bench-top experiment. Surgical neurology international, 16, 244. Https://doi.org/10.25259/sni_366_2025 literature was reviewed regarding a coil embolization procedure performed for an internal carotid artery aneurysm. A case of coil st icking occurred and a bench-top experiment were conducted to determine the cause. Multiple manufacturer¿s devices were implanted in the study. The following medtronic devices were used: phenom 17 (preshaped to 90 degrees), axium prime frame 3mm × 8cm, axium prime helix 3mm × 4cm, axium prime helix 2.5mm × 3cm, axium prime, and phenom 17. Death occurred in the case study; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. The cause of death was worsening cerebral edema from the initial subarachnoid hemorrhage. Among all medtronic devices used, patient adverse events / device product performance issues included: worsening cerebral edema, residual neck of the aneurysm, coil non-detachment, coil sticking, coil movement/dislodgement, bending of the junction of the coil and the delivery pusher, premature detachment. No rebleeding from the aneurysm was observed postoperatively, and there were no adverse events associated with the coil sticking. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no medtronic devices were directly related to the adverse events that were mentioned within the article.